Manufacturer narrative:
(B)(4).

Event description:
Patient was not emptying the bladder as much as she had been. She will go several times to the bathroom but will not empty much. Patient inquired about different programs. Patient mentioned she may have changed programs in the past with her hcp (healthcare provider) and had a follow-up appointment next month. She couldn't figure out how to change settings with pp (patient programmer) in the past. She had finally gotten it down. Event date for change in symptoms was (B)(6) 2016. Event date for pp complaint was on (B)(6) 2015 which resolved. Patient mentioned before the implant, she had to press on her bladder to empty. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had notified her health care provider about her bladder not fully emptying and it was indicated she was still working on the issue. Date of event is estimated.